Manufacturer narrative:
Section a2, a4, a5, a6: information unknown/not provided. Section b3: date of event: unknown/not provided. Section d6a: if implanted; give date: unknown/not provided. The lens remains implanted. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that one similar complaint for this production order number has been received, however, the issue could not be confirmed as related to manufacturing. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had a leading haptic come out straight; the iol was misloaded in the injector. The lens was successfully implanted. Through follow up, it was learned that additional maneuvers was required and used a second instrument to reposition the lens in the patient's right eye. There was no patient injury. The iol is not available for return as the lens remains implanted. No further information was provided.